Event description:
Country of complaint: (B)(6). Ceramic of hip implant is broken; revision surgery to be completed. Primary surgery: unknown. Patient information: unknown. Product number : nk430k (possible), confirmation to be made when available (following revision). Due to the patient condition, the revision surgery will be held later than (B)(6) 2016. According to the surgeon, cause of the breakage is most likely the extreme anteversion of the acetabular cup.